Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to blood glucose (bg) as result of the malfunction; however, customer reported a low bg of 41 mg/dl due to eating less food than what they had bolused for. Bg was addressed by consuming carbohydrates. The customer reverted to an alternate method of insulin therapy.